Event description:
The customer reported to olympus, the tracheal intubation fiberscope had air/water leakages, couldn't angulate sufficiently, and had a collapsed insertion section. The issue was found during an unknown event. The device was returned for evaluation. During the device evaluation, a peeled coating on the image guide snake pipe was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found water tightness lost due to a pinhole on the bending section cover, a dented connecting tube, a chipped adhesive on the bending section cover, and the bending angle in the up direction did not meet the standard value. Additionally, the following components were found scratched: the eyepiece, diopter ring, control unit, scope cover, grip, angulation lever, and the up/down angulation lever plate. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1: (B)(6) (added here due to character limitation).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event was unable to be specified. The defect was possible caused by stress of repeated use, external factors, or handling of the device. Olympus will continue to monitor field performance for this device.